Event description:
This renal procedure was performed in (B)(6). The physician used the visi-pro stent delivery system to cover the lesion, but found the stent had detached from the balloon, and flowed into the proximal part of the renal artery. Under digital subtraction angiography (dsa) they found the stent was in small branch of renal artery. The physician was unable to remove it.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The paramount mini was implanted.